Event description:
Pt's husband stated that he had gotten an emergency call from his wife around 11am this morning that her pump was giving an error message "cartridge removed." Spouse stated that he set up a new draw and tubing, and used the backup pump to restart pt's infusion. Pt denied any complications and/or side effects related to this incident. Author walked through the steps of trouble shooting, the error message with them, in the event this happened again, but also informed them that to be safe. A new pump will be sent out to them, and a return box to send the defective one back to msd. Dose or amount: 75 ng/kg/min, frequency: every 48 hours, subcutaneous. Dates of use: (B)(6) 2015 to ongoing.